Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net remote transmission diagnostic battery longevity anomaly was observed. Device showed several months until eri though significant differences in device longevity were observed. Upon revision of session records no vt/vf episodes were observed. Different in longevity was discussed to be after capacitor maintenance charged occurred. It was also discussed that next capacitor maintenance may further reduce the estimated longevity. Patient continues to be monitored via remote transmission. Device remains implanted. No further information available.

Manufacturer narrative:
The reported event of battery longevity anomaly was confirmed by analysis. In-lab assessment and testing showed normal device function and a longevity estimate showed normal battery depletion. The cause of the incorrect longevity estimation observed in the field was undetermined.

Event description:
New info received: the device was explanted and replaced due to rapid battery depletion. Patient is stable.